Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the distal-end bend relief of the patient¿s driveline was confirmed through the onsite evaluation by an abbott technical services representative as well as through the account¿s submitted image. A specific cause for the reported damage could not be conclusively determined. The submitted log file contained events and data from (B)(6) 2023 through (B)(6) 2023. No notable events or alarms were observed and the pump appeared to function as intended for the duration of the file. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate ii lvas patient handbook, rev. C are currently available. Several sections of the IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patients system controller was not luminating on the display. The pump running light was barely visible. The other icon lights on the controller seemed to light up when a battery was pulled off. A controller exchange was performed. It was noted that the patient had a significant amount of repair tape on the driveline, and it was suspected that a clamshell repair would need to be performed in order to perform the controller exchange. It was additionally stated that tape was put back on the driveline for now, and it was really unstable. The clamshell repair was performed with no issues, and it was noted that the controller was able to be exchanged prior to the repair. Exchanging the controller resolved the display issues. Related manufacturer reference number: (B)(4) controller